Manufacturer narrative:
1. No actual samples and photos have been received for the complaint. 2. DHR/bhr review(lot#3052827): 1) this batch of products were assembled at intima ii auto line 4 in march 2023, and packaged at cfs package line in march 2023. Work order quantity was 99,000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. This product (sku 383057) has never been declared to be used for high-pressure injection. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the sample. Please refer to the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the leakage cannot be determined because no actual sample is received, no further analysis can be performed, and the flow rate and pressure performed in the cta examination of the thoracic and abdominal aorta are unknown. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that intima-ii 20gax1.16in prn slm npvc leaked blood at insertion site. The following information was provided by the initial reporter, translated from chinese to english: (B)(6), 2023, 15:35, the patient is male, 71 years old, diagnosed with aortic coarctation type b, in the ct3 line of the thoracic and abdominal aorta cta examination for contrast injection, the nurse found that the image of the contrast agent is not developed, immediately stop the injection, to see the patient puncture site is not swollen phenomenon, the contrast agent is all injected in the examination of the bed, and immediately check the place of the needle, found that the patient's blood from the handle of the needle out of the needle, and immediately removed the needle and pressed the puncture site, and give the patient to re-puncture the completion of the examination, and the patient to explain to get the understanding of the patient, did not cause any adverse effects.